Event description:
Pt with left breast implant, pain and contractures. Operative findings: left silicone implant severely calcified with some "gel bleed" seen (no rupture). Left silicone implant removed with replacement of saline implant.